Manufacturer narrative:
E1: phone extension (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an acu watchdog, power strobe failure for warranty repair. There was unknown patient involvement.

Manufacturer narrative:
D9 - date returned to manufacturer: 29-nov-2024. H3: one device was received for evaluation. The reported issue was confirmed through visual inspection and performed verification testing (pvt) as the device failed power on self-test and the primary audible alarm appeared with a long beep. The root cause of the problem was the interconnect printed circuit board (pcb) failure. The interconnect board was replaced. The acu watchdog failure was found in event history log review and was unable to duplicate during testing. The speaker was replaced as a preventive measure. The device then passed visual inspection and all testing after repair. The service history review had no indication that the complaint was related to a service of the device within the review period.